Event description:
The burr hole cap locked, but there was concern that the backup mechanism was not holding the lead securely; there was lead movement after implant. The lead and cap were replaced.

Manufacturer narrative:
The burr hole cap has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.